Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received critical pump error with open book image. Troubleshooting was performed and customer reported insulin pump was exposed to moisture. No other insulin pump error was displayed before open book image on screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit was received with battery cap and found no anomalies on battery cap. Unit passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement, and self-test. No critical pump error (open book) noted during testing. P-cap was attached and locked into place properly. Unit was successfully downloaded using thus for history files and traces. Pump error 63 (21) occurred on (B)(6) 2023 18:01 in history files. Unit was cut open to perform visual inspection and evidence of moisture damage on the found electronic stack, force sensor, and keypad flex cable. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked belt clip rails, cracked case (battery tube). Critical pump error is not confirmed. Pump error 63 is confirmed due to being found in history files and due to hardware anomaly. Pump error 4 is confirmed due to being found in history files and is a consequence of pump error 63. Exposed to moisture is confirmed at the electronic stack, force sensor, and keypad flex cable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer unable to upload through app, minimed mobile 2.1.0, iphone 12, ios 16.1.1. "An attempt to reproduce the reported event using minimed mobile app (software version 2.1.1) installed on iphone 14 pro max (ios 17.0.3) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the(B)(4), version c. After conducting a thorough investigation, we have found that most likely reason of the reported behavior was a carelink outage that happened around the time this issue was reported , which caused the app to be unable to upload snapshots. The following additional steps to resolve the issue were provided to the technical support: make sure that the phone and pump are next to each other during the process. Ensure both the phone and pump do not have any pairing in them. Delete and reinstall the minimed mobile application. Make sure that there are no any other apps which using a bluetooth connections on phone, remove them if any are present. Reset network settings. Disable battery saving options on mobile device. Remind the customer that the uploads could last for 2 hours if a lot of data is being uploaded. If customer has recently updated the pump to 780g, delete the updater application from the phone. Clearing bluetooth cache. The helpline team member has been informed to confirm with the customer whether the issue has been resolved or not. If the issue persists, please create a new ticket so that we can address the matter more effectively and efficiently. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.